Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Rn called to the bedside for dressing change due to the patch being saturated. Dressing changed this morning at 0430 am. Removed old dressing and had rn flush line. Line was visibly leaking where the wings meet the catheter. Nnp called and notified while cvl undressed. Decision was made to pull the PICC at this time. PICC pulled and saved for value analysis.

Event description:
Rn called to the bedside for dressing change due to the patch being saturated. Dressing changed this morning at 0430 am. Removed old dressing and had rn flush line. Line was visibly leaking where the wings meet the catheter. Nnp called and notified while cvl undressed. Decision was made to pull the PICC at this time. PICC pulled and saved for value analysis.

Manufacturer narrative:
We received the catheter as a faulty sample. Nfds (needle-free-devices, non-vygon gmbh product) were connected to both extension lines and residues were visible inside both extension lines. The catheter tube was shortened at the 12cm marking. Microscopic examination revealed a tear directly at the wing (see image and the catheter tube was partly torn out of the fixation wing. The fracture planes at the tear were rough and uneven. There are various events that can lead to a leaking catheter: tensile force - which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissor, toothed forceps, or scalpel) during dressing change. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production and the catheter did not leak for eight days as stated by the customer. In the IFU is stated: "subjecting the catheter to pressure above 21.75psi can result in catheter rupture and embolism." "Do not over stretch the catheter as it may rupture, causing a catheter embolism." There is one further complaint for batch 8150601 (no further complaints for batch 8212769 or 8210779) and one further complaint regarding a leaking catheter at the wing on code (B)(4) within the last three years. (B)(4). Corrective action: no further corrective action was initiated by quality management as there is no hint of a manufacturing fault.